Event description:
A customer contacted beckman coulter inc. (Bec) reporting 3 erroneous results on one patient generated by the unicel dxc 600 pro synchron clinical system. The results were suppressed oir lo (out of range low) for bun (blood urea nitrogen), cr-s (creatinine) and alb (albumin). Upon repeat, the results were: bun=13mg/dl, cr-s=0.81mg/dl and alb=4.4g/dl. There was no affect to patient with regard to this event. This report is 1 of 2 reports being submitted for this event.

Manufacturer narrative:
Qc for alb was within established ranges. Qc data for bun and cr-s was not available. A field service engineer (fse) went on-site the day of the event ((B)(6) 2011) and replaced a valve (a/b valve) and realigned the cc (cartridge chemistry) sample probe. This report documents the results generated on (B)(6) 2011. MDR #2050012-2011-05825 has been submitted to document the event that occurred on (B)(6) 2011.